Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The customer did not request any service and does their own service. According to the information received, the reported issue was due to leakage in the safety valve. The logs or the replaced part were not provided therefore further investigation was not possible.

Event description:
Manufacturer ref.#: (B)(4).